Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3550-03, serial# unknown, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3550-03, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the wires bothered her, and she thought they felt hot. It was noted the patient began the trial on (B)(6). There were no further complications that have been reported as a result of this event.